Event description:
It was reported that the customer rec'd multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was 300 mg/dl. The customer changed the cartridge and infusion set. As the customer had changed the supplies prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed. The customer indicated a cartridge had been used for four days.

Manufacturer narrative:
The tandem t:slim pump user guise indicates that novolog has been tested for up to 72 hours. The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.